Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. Covidien was not authorized to service the device at this time.